Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 595019) was examined visually under magnification. The driver tip was broken into multiple small pieces. The fractured surface comprised of many planes, with the largest primary plane orientated approximately 45 degrees relative to the long axis of the driver. Several pieces of the tip were returned, three were large enough to be grabbed with tweezers for inspection and one small visible one could not be grabbed and transported to the microscope. The remaining intact portion of the driver tip was truncated in length. The remaining driver was measured at approximately 3.453 inches, indicating that approximately .047 inches had broken off the end of the driver. The torsional load application and brittle fractured mode can cause a driver to break into pieces like those received. Not all the broken tip pieces were returned nor the screw involved. The combination of observations, as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that a driver tip broke into four pieces inside the patient. The broken pieces were removed from the patient. The surgery was completed with no delay. No adverse patient consequences were reported. This report is related to report number: 3025141-2025-00015 for the screw involved in this event.